Manufacturer narrative:
Isi contacted initial reporter biomed, he indicated that the needle driver instrument failed after of approximately 1 hour of use. The procedure was completed without any harm to the patient. Patient was released from the hospital as planned. Biomed provided some pictures of the needle driver instrument. Based on the pictures provided by the biomed, engineering observed that one grip appeared to be broken near the junction between the grip arm and the hub. The junction between the arm and the hub seem to be a sharp corner, which could become an area of high stress concentration. The rest of the pictures were too blurry to make any other observations. As of the date of this report, the instrument has not been returned for evaluation. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be broken off at the base, the broken piece was not returned. The grips were found to be fractured where the arm meets with the hub. The other grip was not damaged.

Event description:
It was reported that during a davinci si laryngoscopy procedure, while using the needle driver instrument to hold the omniguide laser introducer, one of the needle driver jaws broke off and fell into the patient, the clinical staff was able to retrieve the piece, and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.